Event description:
Lip bled [lip haemorrhage] . Lip burst open/poked lip [lip injury] . Brush head fell off - oral-b [device breakage] . Metal pin on the old toothbrush is pretty worn down - oral-b [device physical property issue] . Case narrative: adult female consumer via phone stated that she pulled her oral-b genius x toothbrush out of her mouth after brushing and the oral-b toothbrush head fell off. The oral-b toothbrush poked her lip in the process, bursting it open and causing it to bleed. The metal pin on the toothbrush was pretty worn down. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
On 16-mar-2023, product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Lip bled [lip haemorrhage]. Lip burst open/poked lip [lip injury]. Brush head fell off - oral-b [device breakage]. Metal pin on the old toothbrush is pretty worn down - oral-b [device physical property issue]. Case narrative: adult female consumer via phone stated that she pulled her oral-b genius x toothbrush out of her mouth after brushing and the oral-b toothbrush head fell off. The oral-b toothbrush poked her lip in the process, bursting it open and causing it to bleed. The metal pin on the toothbrush was pretty worn down. No serious injury was reported. On 27-feb-2023, case update: the suspect product lot was bc901282230. No serious injury was reported.